Manufacturer narrative:
Initial device details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.